Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Adding awareness date for 9610617-2025-00176 supplemental #2, as it was submitted without the awareness date. The awareness date should be april 14, 2025. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device was returned to the manufacturer on 2025-02-07, the investigation was performed on 2025-02-28: the customer's description can be confirmed. The tip of the sheath is broken. The investigation revealed a fracture of the ceramic beak and a deformation of the shaft. The fracture of the ceramic beak is most likely due to a combination of material fatigue due to the age of the instrument (28 years) and improper handling (tipping out of the inner shaft). Microcracks, which could have been caused by the repeated reprocessing cycles further contributed to the breakage. The instructions for use/reprocessing state: "the service life of a product is largely determined by wear, reprocessing processes, chemicals used, and damage caused by use. Additionally, there is a warning in the IFU that the shafts with ceramic tips must be handled with care. The shafts must be checked for cracks and other damage (chipping or cracks) before each use. Under no circumstances may they be used. As it is also stated here that overloading due to the application of force can lead to breakage. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that at the end of the surgical procedure transurethral resection of the prostate (turp), it was noticed that the sheath tip was broken. Following this, a fiberscope was necessary to check for the presence of any material inside the patient. No fragments were found. It appears that the sheath tip was not broken at the beginning of the procedure. No negative impact in state of health reported.